Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies except procedural damages.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had increased threshold. The lead was attempted for repositioning; however, the physician was unable to reposition. The lead was explanted and replaced. The patient was stable after the procedure.

Event description:
New information received noted that the lead exhibited high impedance.